Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00848.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00848. It was reported that during explanting the scs system due to lead migration (reference 1627487-2018-11890 and 1627487-2018-11891), one of the lead became knotted, causing lead contacts be shaved off and left implanted. As a result, further surgical intervention may be pending to address the issue. It is unknown which lead, so both are being reported on.